Manufacturer narrative:
Insulin pump received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, pump error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms noted.

Event description:
The customer¿s brother reported via phone call that the insulin pump was not working and also did not say any error message and they were in the hospital for computed tomography scan. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.